Event description:
Customer called to report a discrepancy between reflex abo results on galileo and tube method on a prenatal patient sample. The sample was tested on the galileo and the reflex abo resulted as a negative; the sample was then tested for weak d and resulted as weak d positive (4+). Results were released as a positive. No rh immune globulin was given; no blood products were issued or transfused.

Manufacturer narrative:
Reflexabo testing was performed with in-house donor samples using retention anti-d series 4, lots 504698 and 504700, and anti-d series 5, lots 505548 and 505550, on an in-house galileo. These were the lots used by the customer at the time of the complaint. No rh discrepancies were observed. Weak_d testing was performed with d-negative in-house donor samples using retention anti-d series 4, lots 504698 and 504700, and anti-d series 5, lots 505548 and 505550, on an in-house galileo. No rh discrepancies were observed. Reflexabo testing performed with the customer's sample using retention anti-d series 4, lots 504698 and 504700, and anti-d series 5, lots 505548 and 505550, on an in-house galileo. The sample was interpreted as a weak-d pending. Weak_d testing was performed with customer's patient sample using retention anti-d series 4, lots 504698 and 504700, and anti-d series 5, lots 505548 and 505550, on an in-house galileo. The sample was interpreted as weak-d positive. Hemagglutination tube testing performed with customer's patient sample (tube "b") using a variety of manufacturers' anti-d reagents, including retention anti-d series 4, lots 504698 and 504700, and anti-d series 5, lots 505548 and 505550. Sample exhibited very weak microscopic reactivity with monoclonal and monoclonal blend anti-d reagents and very weak macroscopic reactivity with polyclonal anti-d reagent.